Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to boot up. Review of the system log file showed mdy and network switch errors. Fse replaced ethernet switch r/m/k cab and system interface board (sib) box unit. After replacement system was working fine. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system locked up and would not boot. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.